Manufacturer narrative:
Correction: h6: codes should reflect product not returned.

Event description:
New information received notes that the first lv lead used in the procedure was also found to have lead damage. The replacement lead used also was found to have lead damage, lead contamination, and failure to advance in catheter. No further patient consequences were reported.

Event description:
Related manufacturer reference number: 2017865-2023-02777. It was reported that during an implant procedure, the left ventricular (lv) lead used exhibited failure to advance in the catheter and over the guidewire, and was difficult to remove from the catheter and from the guidewire as well. The lead was also found to be contaminated. Upon removal and using another left ventricular lead, the new lead was also difficult to remove from the guidewire and difficult to remove from the guidewire. No additional intervention was reported to address the left ventricular lead implantation. The patient was stable throughout.